Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion failure analysis technician will evaluated the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that after installing a main pcb the ventilator was powered-up and started to alarm for vent inop. No patient involvement.